Event description:
This was a cardiac lead removal case performed in 2010 involving a patient death. No device, patient or procedural details are available at this time. Multiple, unsuccessful requests (02/24/11, 03/09/11, 03/14/11, 03/15/11) have been made for further documentation.